Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and is unable to enter their device into MRI mode due to high impedance. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates the patient underwent an unrelated surgical procedure on (B)(6) 2025 wherein the ipg was explanted. The lead was unplugged and left implanted in the patient, and there is no intervention planned at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.